Event description:
It was reported patient underwent an open reduction internal fixation procedure on (B)(6) 2015. During the procedure, the screw head split while re torquing the screw into the plate. The screw could not be removed and remains implanted in the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "bending or fracture of the implant."